Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c19. Annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. After a complete discharge of the battery a thermocouple was attached to the battery and pole clamp to measure the temperature during its charge cycle. The device was found to be operating within specifications with no signs of overheating being noted. An external and internal inspection of the suspect pcu found no issues during inspection that would contribute to the reported event. The battery date code was observed as 2321 (may2023), making the part over two years old. All parts inspected were manufactured by bd. A preventive maintenance task was performed on the suspect pcu, and the results show the suspect pcu passing all tests and that is working as expected. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. A review of the suspect pc unit error log was performed, and no errors or anomalies were noted on the reported event date. A review of the battery logs show that one (1) battery conditioning test was attempted to perform on the suspect pcu on (B)(6) 2025 at 5:08 am and the pcu was disconnected powered down on (B)(6) 2025 at 12:42 pm with no records of the battery conditioning test completing successfully. The bd alaris user manual (v12.3.1) states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause the root cause for the reported overheating was not determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pcu during laboratory testing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had pole clamp getting hot when charging. When in maintenance mode charging, pole clamp starts to heat up. Problem started happening after it was returned from prior repair (B)(6) 2025. There was no patient involvement.

Event description:
It was reported that the device had pole clamp getting hot when charging. - when in maintenance mode charging, pole clamp starts to heat up. Problem started happening after it was returned from prior repair (B)(6) 2025. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.